Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, serial# unknown, product type: accessory; product ID neu_ unknown_ext, serial# unknown, product type: extension; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Analysis of the lead found no significant anomalies. Stylet was stuck in lead.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the lead had shown blood inside it during the procedure. There was a break/fracture and it looked like somehow blood had gotten inside the lead. A different product was used. X-rays and reprogramming were done. The product issue was resolved and the cause was not determined. Patient was alive with no injury and no patient symptoms were reported.

Event description:
It was later reported that the lead was implanted and there was not great symptom control. Trouble shooting involved taking the lead out to move to a new location and there was blood through at the tip. The blood inside the lead had caused concern, no impedance tests were taken. The device was not used within the patient. There was no patient death and the patient had recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc, product type: accessory; product ID neu_unknown _ext, serial# unknown, product type: extension; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.